Event description:
The bravo ph monitor capsule was originally reported to the MFR as a non-complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The capsule was returned in a cup. It appeared to have been "cleaned" with some chemical. The trocar needle was floating around in the cup. The plunger was fully depressed and retracted. No visual anomalies were found with the push/pull wires or the thrust tip/push pin. The capsule did not deploy. The device is included in the bravo ph capsule and delivery system (5-pack) and (single pack) field action - failure to detach.